Event description:
It was reported the patient presented with intermittent asystole; 20-30 second pauses. It was also reported the device showed occasional pacing, and when ventricular pacing occurred, it had tracked an atrial event. The device was not able to be interrogated and there was no magnet response. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal.

Event description:
It was reported the patient presented with intermittent asystole; 20-30 second pauses. It was also reported the device showed occasional pacing, and when ventricular pacing occurred it had tracked an atrial event. The device was not able to be interrogated, and there was no magnet response. The device was replaced. No further patient complications have been reported as a result of thise event.